Event description:
Customer reported an incident, where the new blood pump produced an alarm, "malfunction blood pump" during the recirculation mode no blood loss reported.

Manufacturer narrative:
The blood pump was replaced and we have requested the downloaded machine data files, the work order information and additional information relating to this incident. Further investigation is being conducted by the manufacturer. No blood loss nor medical intervention was reported.